Event description:
It was reported via repair work order that the foot end would lift when weight was applied to the head end. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The field service technician evaluated the unit and found no defect. The unit operated within specification.

Event description:
It was reported via repair work order that the foot end would lift when weight was applied to the head end. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.